Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 467 mg/dl and 439 mg/dl than 2 days after the pod was activated. Upon inspection she noticed the cannula was not inserted into the infusion site.